Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device had delivered fluid at a temperature warmer than expected during peritoneal dialysis (pd) therapy, and was somewhat painful to the patient. This was a new machine and the temperature comfort control was at the default setting. The technical service representative assisted in changing the temperature control settings to 35 degrees celsius. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.